Event description:
Event description cpi received information that this ventak mini implantable cardioverter defibrillator (ICD) could not be interogated and unable to force device to emit tones with a magnet even with "enable magnet use" turned on.